Manufacturer narrative:
The device is not expected to be returned for evaluation; therefore, no physical analysis of the device could be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As described in the device instructions for use (dfu) warnings: do not torque this guidewire. Exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. As described in the device instructions for use (dfu) operational instructions: safari2tm guidewires should be handled carefully and inspected before use and when possible during the procedure to observe for any defect or damage that may occur. Do not use a wire that has a damaged coating, tip, camber (change in plane), bend or kink on the wire. Damage will hinder the performance of the safari2tm if coils of a guidewire separate, do not remove the core. Carefully remove the coils and core simultaneously. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or handling factors may have impacted on the event as reported. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Note: this report pertains to the first of two different wires used in the procedure. Medwatch report MDR 2126666-2023-00012 captures the second device. Ecn event description: during the tavr procedure for severely calcified bicuspid anatomy(true bicuspid), the annulus was tried to cross with safari ii small wire and while crossing physician found lot of resistance and during multiple attempts the coating integrity of the loop was lost and the coils got detached, the wire was safely removed and retrieved and another safari ii xtra small wire was used to cross the annulus and after deployment of valve the physician wanted to withdraw the wire and it got stuck at descending aorta and they had to push the delivery system till to descending aorta and retrieved entire system. Patient is doing fine. What troubleshooting steps, if any, resolved the issue?: wire was navigated to cross annulus again and again. What is the next course of action?: wire was retrieved. Patient present at time of event?: yes. Patient complications: no patient complications. Was issue present upon opening package?: no. If the packaging was damaged, describe: no. Question: are any patient status updates available? Answer: yes patient is doing well. Question: what type and size of guidewire was used? Answer: small and xtra small. Question: what were possible contributing factors (comorbidities etc)? Answer: nothing.